Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remains implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent s3 + alterra procedure in the pulmonic position. As reported, the proctor review suggested a planned rpa and quite distal approach. The team was happy with the initial deployment; however, upon letting the alterra prestent settle into anatomy, the stent began to fall further into the rvot. While removing the alterra delivery system, there was more downward movement. The alterra moved more proximally and ultimately landed in the secondary suggested second position (per the report). The issue was a concern that it would not seal with a valve, due to imaging from the diastolic report and as well as evidenced from imaging under fluoroscopy. Therefore, the decision was made to put in a secondary alterra and have the two connect, or ''inner digitate'', to make a ''roadway'' within the anatomy from rvot to pa for the valve to be placed and function well. The second alterra was implanted with no issues and remained in the more distal intended primary position. After alterra deployment, the team decided to move forward with the procedure and continue with implanting the 29mm s3 valve. The valve was implanted with an overall good result and the team was happy. The patient's final status was alive, well, and recovering. There was no allegation that an edwards device malfunctioned or there was an edward device deficiency that caused or contributed to the pre-stent moving. The perceived root cause for the pre-stent moving, was anatomy sizing - difference between systole and diastole.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Procedural imagery was provided and the following was observed: the alterra prestent appeared to have migrated toward the right ventricle. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of migration was confirmed by the provided imagery. In this case, there was no allegation that a device malfunction contributed to the reported event. A review of complaint history did not reveal any indication that a manufacturing nonconformance contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Per the event description, ''upon letting the alterra prestent settle into anatomy, the stent began to fall further into the rvot. While removing the alterra delivery system, there was more downward movement. The alterra moved more proximally and ultimately landed in the secondary suggested second position (per the report).'' The IFU warns that correct sizing of the prestent into the rvot is essential to minimize risks such as paravalvular leak, migration, embolization, and/or rvot rupture. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Inflow apices engagement is critical for prestent fixation and to avoid migration. In this case, the apex engagement could have been reduced due to large anatomy. As such, it is likely patient factors (insufficient apices engagement due to patient anatomy) have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra ) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An article was received regarding this complaint, "percutaneous treatment of proximal migration of an alterra prestent", by dr. Eihab ghantous e.t. Al. Published in jacc: case reports https://doi.org/10.1016/j.jaccas.2024.103107.